Manufacturer narrative:
Trackwise ID. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported a hemopro2 extension cable malfunction. The harvester was using the hemopro 2 to harvest the saphenous vein. After the vein harvest was completed, the hemopro 2 kit was removed from the surgical field. When disconnecting the hemopro 2 kit from the extension cable, the end piece of the extension cable separated from the cable. No parts of the product were lost and this defect had no impact on the surgery as it occurred after the device was already removed from the surgical field. No injury occurred due to the defect. No patient involved.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 04/28/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. One of the connector ends of the cable was observed to be pulled back from the base of the cable, exposing the inner contents of the connector. A visual inspection was conducted on 05/24/2022. Signs of clinical use and no evidence of blood was observed. One of the connector ends of the cable was observed to be pulled back from the base of the cable, exposing the inner contents of the connector. The other connector end was observed to be intact, no visual defects were observed. No electrical testing was conducted due to the damage of the connector end. Based on the returned condition of the device, the reported failure "break; cord" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.